Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgical procedure on (B)(6) 2013, it was noted that a 7x35mm screw had a 6x40mm head on a 7x35mm bone screw. It was reported that there was not impact to the patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).